Manufacturer narrative:
The astral device was returned to a third party service center. Review of the device error history confirmed the reported complaint. However, the reported complaint could not be reproduced. The pneumatic block assembly was replaced to address the issue. The device was serviced and fully tested before it was returned to the customer. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message (sf197) related to a stuck outlet flow sensor. There was no patient harm or serious injury reported as a result of this incident.